Event description:
It was reported that the device had a red tag indicating "a2d reference voltage" would not shut down. Unit battery diagnostic still shows no current being applied to battery. Pulled unit apart and reseated data cable between main and interconnect boards. Battery is new. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. A review of the event history log revealed an a2d reference message. Functional testing was able to duplicate the reported problem. It was determined that the contaminated main and interconnect boards was the root cause. The main board and interconnect boards were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Correction: b3 - date of event was 27-mar-2024 h6 - annex f code corrected from f27 to f26.